Event description:
Through follow up, it was learned this patient had severe mitral regurgitation, moderate to severe tricuspid regurgitation, moderate to severe aortic insufficiency and an ef of 25%. His mean gradient was 25-30mmhg. The sapien xt valve was placed without issues during the procedure under good fluoro imaging. No pvl noted. Patient stable post procedure.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct regurgitation or stenosis of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth, dehiscence, fibrosis or non-calcific degeneration. In this case, minimal information regarding this procedure has been made available and subsequent attempts to get additional information regarding the condition of the device at the time of the intervention or information on the patient's condition or possible comorbidities have been unsuccessful; therefore, the root cause for the intervention remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Reportedly, a second device, a sapien xt, was implanted into a 29mm mitral pericardial valve in the mitral position using a valve-in-valve procedure. The implant duration of the 29mm pericardial valve at the time of the procedure was four (4) years, eight (8) months, and twenty-four (24) days. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.

Manufacturer narrative:
Additional manufacturer narrative: patient pre-op workup was provided. There are many factors that could result in the need to replace a valve in a valve-in-valve procedure, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted or replaced because they are not functioning optimally. In this case, the primary reason for the intervention was due to regurgitation. This male patient was noted to have chronic kidney disease (ckd) and multiple heart valves exhibiting regurgitation and insufficiency. His history included mitral and aortic valve replacement over a thirty-year (30) period. These combined with gender are significant contributing factors. However, because of the valve-in-valve intervention, the device cannot be returned for evaluation. Therefore, we are unable to conclusively determine root cause for failure of this device.